Event description:
New information received that patient presented remotely via merlin. Net, no programming change was performed.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the pacemaker (pm) exhibited under sensing with auto mode switch (ams) episodes. No intervention or procedure was reported. The patient had no consequences.